Event description:
It was reported that the left ventricular (lv) lead dislodged. An x-ray was performed confirming the dislodgement. The lv lead was explanted and replaced with a competitor product. There were no adverse health consequences, the patient was stable.